Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, therefore the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint or the sample is received, a f/u report will be filed.

Event description:
Drug/diluent: marcaine, fill volume: 270ml and flow rate: 4ml/hr, procedure: gastric bypass, cathplace: left upper quadrant of abdomen for pain control, one in right upper quadrant for drainage. Pt called hotline with issue of burning pain in left upper quadrant of abdomen. Pt had surgery on (B)(6) and pump was removed on (B)(6) 2011 prior to discharge from the hosp. Everything seemed fine after discharge, but five days after her surgery ((B)(6) 2011) pt started having burning pain in the left upper quadrant of her abdomen, the same spot one of her catheters was placed in. Pt was given extra painkillers, but the pain became worse. Pt was hospitalized on (B)(6) 2011 for pain control. Pump has been discarded. Update: per bariatric dir, surgeon doesn't think pt's pain has anything to do with the pump.